Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the power could not be turned on because the converter (internal power supply) was defective and needed to be replaced. The cause of the defect could not be identified but likely due to the general wear or improper use of the device. The instruction manual identifies the following related verbiage: chapter 9, ¿troubleshooting¿: ¿the power fails to come on. The video system center is off: turn the video system center on.¿ ¿section 3.17: connection to the ac mains power supply¿: ¿the power cord is not connected correctly: connect to a wall mains outlet; the mobile workstation is off: turn the mobile workstation on¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to (B)(4) for evaluation. The evaluation confirmed the reported event of the device would not turn on due to a defective power unit. The investigation attributed the issue to be wear and improper device usage. The faulty device needed replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center did not power on. There was no patient involvement nor harm or user injury reported due to the event.